Event description:
Note: this report pertains to the second of two events that occurred during the same procedure. Refer to manufacturer report # 6000048-2007-00351 for a description of the first event. According to the complainant, a second autotome rx sphincterotome was used, but "the cut wire appeared to fall off completely into the patient, " it was further reported that the autotome device was removed from the endoscope and the portion of wire that broke off was not retrieved. A needle knife sphincterotome device was used to successfully complete the procedure. No patient complications were reported as a result of this event. Reportedly, the patient was "stable" following the procedure.

Manufacturer narrative:
The device has not been returned. A device analysis is not available; therefore, the relationship between the device and the event is undetermined. A review of the complaint database revealed three additional complaints for this lot; two were for a similar failure mode; the third was reported for a leak in the injection hub.